Manufacturer narrative:
The product was not returned. Product history records were reviewed. And the documentation indicated, the product met release criteria. Associated products were not provided. It is unknown, if qualified products were used. The product investigation could not identify a root cause for the reported complaint. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the iol was dislocated and the patient had a broken capsule. The iol was removed and replaced with a monofocal lens. Additional information has been requested; however, further information has not been received.